Manufacturer narrative:
Correction/additions: patient sex ; other relevant history ; model and serial number and manufacturer expiration date ; PMA/510(k) number, and device manufacturer date.

Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien, sapien xt and sapien 3: p100041, p130009, and p140031. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, cardiac remodeling could be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 7 months post implantation of a 23mm sapien valve, the patient presented with dyspnea. An echo (tte) revealed severe paravalvular leak (pvl) and left ventricular ejection fraction (lvef) decreased. No treatment was reported.